Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventricular lead exhibited high threshold. The patient presented in the operating room and fibrosis was noted in pocket and at the lead tip. The lead was explanted and replaced. The patient was stable post procedure.